Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was undergoing an ablation procedure when this implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace and shock impedances. Both pace and shock impedances were low and out of range. Boston scientific technical services (ts) discussed how to clear the alert. At this time, the system remains in service. No adverse patient effects were reported.